Event description:
During follow up, noise resulting in oversensing and episodes of high ventricular rate was observed on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.